Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, a "svc required" code was found in the ventilator's downloaded error log. The device's internal batter was replaced to address the issue.

Event description:
The MFR rec'd info alleging a "svc required" alarm condition occurred and the ventilator's internal battery was depleted. The device was not in pt use.